Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from switzerland that during service and evaluation, it was determined that the housing was open, heat sealing film was defective, service light emitting diode was illuminated, red light emitting diode was illuminated, film was destroyed, and the opening slide was damaged on the power module device. It was further determined that the device was attempted to be opened and failed pretest for saw test, function test, charging and checking of the power module in the charger, information button and self test, general condition and lever. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.